Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 7 months post implant of ventralex mesh, patient was diagnosed with infection, fistula, adhesion and strangulated hernia thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: 08-jan-2007 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the peritoneal protrusion was encountered and dissected down to the fascial defect. A ventralex mesh was placed and secured with interrupted sutures.¿ (B)(6) 2011 - patient was diagnosed with infected mesh and fistula thereby underwent open repair with the removal of mesh. Per operative notes, ¿the hernial defect was approached and dense adhesions were lysed. A pus pocket associated with mesh was identified which adhered to underlying bowel. This appeared as early stage fistula and was circumferentially dissected out. The underlay mesh was then excised." Attorney alleges that the patient had abscess, adhesions, bowel removal, fistulae, infection, pain, and hernia recurrence. It was also alleged that the mesh was intimately adherent to the bowel in a phlegmonous mass.